Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area,pain pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lightheadedness. Concurrent conditions included groin pain, painful defecation, dizziness, menses irregular, menometrorrhagia, uterine bleeding, ovarian cyst, paratubal cyst and urinary frequency. Concomitant products included docusate from october 2011 to november 2011, ibuprofen from october 2011 to november 2011, naproxen, nsaids since march 2008, oral contraceptive nos since 2005 to december 2010, oxycodone from october 2011 to november 2011, paracetamol (acetaminophen) since march 2008 and ranitidine from october 2010 to november 2010. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In may 2010, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: jan-2010 and (B)(6) 2010 discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Smear cervix - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2011: findings: the uterus measures 10.0 x 5.5 x 5.7 cm and demonstrates normal echogenicity. The endometrial echo measures 7.4 mm in thickness. Bilateral linear echogenic foci near the uterus/fallopian tube junctions likely relate to known essure contraceptive devices within the proximal interstitial portion of the fallopian tubes. The right ovary measures 4.9 x 3.9 x 2.3 cm and appears within normal limits. The left ovary measures 4.7 x 3.1 x 2.8 cm. Multiple anechoic simple follicles/cysts are demonstrated within the left ovary the largest cyst measuring 2.9 x 2.8 x 2.1 cm. Impression: 1. Left simple ovarian simple cysts, likely physiologic. No evidence of torsion. 2. Bilateral essure contraceptive devices. Concerning the injuries reported in this case the following events were confirmed via patients medical record:pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added : abdominal pain, gen. Abnorm. Bleed. Outcome of the event pelvic pain was changed from recovering/resolving to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lightheadedness. Concurrent conditions included groin pain, painful defecation, dizziness, menses irregular, menometrorrhagia, uterine bleeding, ovarian cyst, paratubal cyst and urinary frequency. Concomitant products included docusate from (B)(6) 2011 to (B)(6) 2011, ibuprofen from (B)(6) 2011 to (B)(6) 2011, naproxen, nsaids since (B)(6) 2008, oral contraceptive nos since 2005 to (B)(6) 2010, oxycodone from (B)(6) 2011 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2008 and ranitidine from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010. Discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Smear cervix - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2011: findings: the uterus measures 10.0 x 5.5 x 5.7 cm and demonstrates normal echogenicity. The endometrial echo measures 7.4 mm in thickness. Bilateral linear echogenic foci near the uterus/fallopian tube junctions likely relate to known essure contraceptive devices within the proximal interstitial portion of the fallopian tubes. The right ovary measures 4.9 x 3.9 x 2.3 cm and appears within normal limits. The left ovary measures 4.7 x 3.1 x 2.8 cm. Multiple anechoic simple follicles/cysts are demonstrated within the left ovary the largest cyst measuring 2.9 x 2.8 x 2.1 cm. Impression: left simple ovarian simple cysts, likely physiologic. No evidence of torsion. Bilateral essure contraceptive devices. Concerning the injuries reported in this case the following events were confirmed via patients medical record:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and medical record received: reporter and patient demographic details, medical history historical drug, laboratory data, concomitant drugs were added. Updated suspect drug indication and events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish was added and event pain outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.